Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited a high out of range shock impedance measurement of greater than 125 ohms. The ICD was also observed to have migrated in the pocket. No changes have been made at this time and the ICD remains implanted and in service. No adverse patient effects were reported.